Event description:
Pt reported new mckesson clave is causing leakage. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Diagnosis for use: pulmonary arterial hypertension.